Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump delivered a bolus delivery without user input. Additionally, it was reported that the insulin gauge was intermittently inaccurate. Customer¿s blood glucose ranged between 58-310 mg/dl. Reportedly, the customer reloaded the same cartridge and continued insulin therapy.